Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported "got quite poorly" and "ruptured". This relates to the left side. Device has been explanted.

Event description:
Patient reported "got quite poorly" and "ruptured". This relates to the left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.1, d.2, d.4, g.1, g.4, h.4, h.6.